Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had insufficient air to clear water from the objective lens. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that a foreign object was clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed the adhesive of the bending section cover had a chip and a crack due to chemical or physical stress. It was also observed that the adhesive of the bending section cover, around the objective lens as well as the adhesive around the light guide lens had a white-clouded area. Also, the adhesive around the objective lens was peeled. It was observed that: switch 3, the objective lens, the image guide protector, and the protector of the universal cord on the scope connector side had a scratch due to handling. It was also observed that the paint on the suction cylinder was peeled due to deterioration caused by stress during reprocessing or handling. It was observed that the plastic distal end cover and the connecting tube had a dent due to handling. It was also observed that the connecting tube had a cut and a wrinkle due to chemical stress applied during the cleaning sterilization and disinfection (cds) process. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use during the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.